Manufacturer narrative:
Additional information: additional information reports that the implant date was (B)(6) 2017, and the explant date was (B)(6) 2017. There were no complications such as an incision enlargement, vitrectomy, or capsule tear. The patient was doing well post op. The surgeon was dr. (B)(6). The following sections have been updated: if implanted; give date: (B)(6) 2017, if explanted; give date: (B)(6) 2017. Initial reporter: dr. (B)(6). Health professional: yes, occupation: physician. Device available for evaluation: yes. Returned to manufacturer on: 11/24/2017. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 20.0 diopter intraocular lens (iol) was explanted from the patient's operative eye because the patient was more hyperopic than the doctor anticipated. The replacement lens was a higher powered lens. No additional information was provided.